Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was alleging over delivery and bolus began to deliver but he had to instantly stop the bolus because its amount was for 19.5u. And customer's blood glucose would have decreased entirely too low if he allowed the bolus to deliver. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.